Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). Gore is still investigating if medical device will be available for further evaluations.

Event description:
The patient presented with an aneurysm in the superficial femoral artery which was intended to be treated with a gore viabahn endoprosthesis. The device was inserted through a short introducer sheath over a 0.035 guidewire. It was reported to gore, that when the gore viabahn endoprosthesis was placed at the aneurysm, a short portion of the proximal end of the endoprosthesis started to deploy without the deployment being initiated. The gore viabahn endoprosthesis was removed through the introducer sheath and the procedure completed without having another device implanted. The patient will be treated on a later date. There was no adverse outcome reported for the patient.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the gore® viabahn® endoprosthesis was returned within the introducer sheath. The sheath is not a gore product, and will not be evaluated. Approximately 25mm of the braided constraining line¿s outer layer had been deployed from the proximal end of the gore® viabahn® endoprosthesis. A circumferential row of outwardly bent struts was present on the proximal end of the device. The endoprosthesis otherwise remained fully constrained. The endoprosthesis was compressed from the proximal end, exposing approximately 43mm of the distal shaft on which it is mounted. Based on the device examination performed, no manufacturing anomalies were identified.